Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string broke from a pessary upon removal. She was unable to manually remove the pessary and had to seek medical attention for removal.